Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. The unit would not switch to mechanical ventilation. The unit was switched to manual ventilation to complete the case. There is no report of patient injury.

Manufacturer narrative:
Patient information was provided. (B)(6). Updated the incident date from "04/28/2016" to "04/27/2016".